Event description:
It was reported that shaft break occurred. Vascular access was obtained via the left side. The 60% stenosed, 60mm in length, concentric, de novo target lesion was located in the mildly tortuous, moderately calcified, and 14mm in diameter iliac vessel. The lesion contained <=45 degrees bend. A 14-4/5.8/120 xxl vascular balloon catheter was advanced for dilation. However, it was noted that the balloon was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination was performed on the returned xxl device. A visual examination identified that the balloon was folded and did not appear to have been inflated. Blood was noted on the outside of the balloon material. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 6mm distal to the proximal balloon bond. The balloon material was visually and microscopically examined and no issues were noted that could have contributed to the damage identified. A visual and tactile examination of the shaft identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the left side. The 60% stenosed, 60mm in length, concentric, de novo target lesion was located in the mildly tortuous, moderately calcified, and 14mm in diameter iliac vessel. The lesion contained <=45 degrees bend. A 14-4/5.8/120 xxl vascular balloon catheter was advanced for dilation. However, it was noted that the balloon was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft was not broken but the balloon ruptured. On initial inflation the balloon went down and could not be inflated anymore. The device was completely removed from the patient. A 16-4/5.8/120 xxl esophageal balloon catheter was also advanced for dilation but also ruptured. The device was completely removed from the patient and another balloon completed the procedure. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the left side. The 60% stenosed, 60mm in length, concentric, de novo target lesion was located in the mildly tortuous, moderately calcified, and 14mm in diameter iliac vessel. The lesion contained less than equal to 45 degrees bend. A 14-4/5.8/120 xxl vascular balloon catheter was advanced for dilation. However, it was noted that the balloon was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft was not broken but the balloon ruptured. On initial inflation the balloon went down and could not be inflated anymore. The device was completely removed from the patient. A 16-4/5.8/120 xxl esophageal balloon catheter was also advanced for dilation but also ruptured. The device was completely removed from the patient and another balloon completed the procedure. The patient was fine.